Event description:
Allegedly, patient was revised due to pain without loosening. Product not revised: acetabular cup "procotyl® l" beaded coated s.54 group e, catalog # pha0-6214, lot # 10746483501, qty 1. Rim-lock biolox delta ceramic liner 36 group e, catalog # pha04510, lot # x10473186, qty 1.